Manufacturer narrative:
Follow-up # 1 and final report submitted to update based on the results of investigation. Reported event: it was reported that during the distal femur cut on tka application, the mics fell apart on the cutting side. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate (B)(4) devices were manufactured under k082e and (B)(4) including (B)(4) were accepted into final stock on 08/10/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to parts in p/n 209063, lot number k082e shows no other complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During the distal femur cut on tka application, the mics fell apart on the cutting side there was a 5 minute surgical delay. There was possible contamination due to unsterile component introduced to sterile field. Medical intervention was necessary: extra washout to patient op site and free hand cut of the rest of distal femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the distal femur cut on tka application, the mics fell apart on the cutting side there was a 5 minute surgical delay. There was possible contamination due to unsterile component introduced to sterile field. Medical intervention was necessary: extra washout to patient op site and free hand cut of the rest of distal femur.